Manufacturer narrative:
The printer drawer was found to have a small crack, but was able to print without issue. The printer drawer was replaced. During analysis, the programmer was found to have a slow response to the stylus. The stylus was replaced, and the display calibrated to the replacement. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The hard drive was reconfigured, the software reloaded and updated and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's printer was broken. The programmer was returned for service. There was no patient involvement.